Manufacturer narrative:
H3. Investigation results -the logic cr tib insert with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available/provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2014 and then was revised on an unknown date. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."